Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received indicated that the lead was noted to be defective before putting the lead to the patient body. When the scrub technician deployed a whisper wire down the inner lumen, the wire somehow pierced through the lead and came out the side. This lead was never in service. No adverse patient effects were reported.